Event description:
Initial tobramycin result 1 ug/ml. Same sample repeated gave result of 31 ug/ml. The initial result was not reported. The field service representative determined there was a faulty cleaner valve on the reagent sample mechanism. The instrument was repaired.